Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information and event date were requested from customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with battery failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
UDI added. Per field service engineer (fse) the battery was replaced to address the reported problem. Per biomed the unit was not in use on patient when the problem was discovered.